Manufacturer narrative:
(B)(4). Date sent: 12/14/2021.

Manufacturer narrative:
(B)(4). Date sent: 02/07/2022. D4: batch # u5dj11. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present. The anvil could be attached and detached without any issues. When battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful, confirming the experience. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The anvil performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap anterior resection procedure, a cdh29p was set up by the scrub as requested by hcp a, in accordance with odp. The cdh29p anvil was passed to the hcp a and pursestring was introduced. The cdh29p gun was then introduced transanally by the hcp b. The cdh29p trocar was slowly opened and penetrated through the tissue beyond the orange band. The anvil was attached onto the trocar covering the orange band completely, and a 'click' was heard by both surgeons. The hcp b then slowly closed the gun until the orange indicator fell within the green tissue compression scale till finger tight. Once both surgeons were ready, the hcp a then prompted to fire the cdh29p. The hcp b removed the red safety and pressed the firing trigger, nothing happened. The hcp b tried pressing the firing trigger a second and third time, nothing happened. The red safety was put back on. The vendor (j&j sales rep) was called by the sister. The steps were clarified in reference to odp over the phone. The 2nd piece was asked to standby while the vendor (j&j sales rep) rushed into the ot. The hcp a tried getting the scrub to remove and insert the battery in again in an attempt to check if it is the battery connection issue, the led screen was lit back on upon re-introduction of the battery. The anvil was closed down and firing was attempted again, nothing happened. The vendor (j&j sales rep) reached ot and the hcp a showed the vendor (j&j sales rep) the lit led screen and explained the inability to fire. The vendor (j&j sales rep) suggested the hcp a to not try to fire again and to change to a new stapler. The hcp a tried detaching the anvil from the stapler gun intracorporeally with a grasper and anvil grasper upon instructed by vendor (j&j sales rep). The anvil managed to detach after trying 4 times. The stapler gun was removed slowly from the patient transanally by hcp b upon instructed by hcp a. The new cdh29p was opened, setup by the scrub and passed to hcp b. The new stapler gun completed the firing with the old anvil as pursestring had already been tied on. The colonoscopy was performed to check the staple line transanally and a leak test was performed. The staple line and donuts looked good, and the leak test was negative. Upon checking the batches of the 2 cdh29p used, the 1st piece was the same batch as previously reported on 10/21/2021. It was reported that there was a fifteen-minute delay in surgery. The procedure was completed successfully. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.